Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Patient reported a right side "burst and collapsed." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be overweight, and an opening on radius. A visual and microscopic analysis was performed which identified striated opening and crease fold. Based on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side "burst and collapsed." Device has been explanted.